Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was reading inaccurately high, compared to another meter (unknown). The complaint was classified based on customer service representative (csr) documentation. The patient reported that she first became aware of the alleged inaccuracy at 2.35 pm on (B)(6) 2017. She had been attending a doctor¿s appointment, when she developed symptoms of ¿dizzy and headache¿. The patient reported that she obtained an inaccurately high blood glucose reading of ¿115 mg/dl¿ with the subject meter compared to ¿72 mg/dl¿ on the doctor¿s meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported that she manages her diabetes with oral medication (metformin), diet and exercise. In response to the symptoms the doctor provided some orange juice for her to drink. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. She described the correct testing steps and the sample was taken from an approved sample site. The patient was using the correct test strips, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The test strip vial was not noted to be cracked or broken. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event that possibly occurred after the alleged product issue began. The symptoms required treatment by a health care professional.